Manufacturer narrative:
Hamilton medical ag reference nr: (B)(4). The UDI information in d4 was not filled as the device was manufactured prior to 2014.

Event description:
Hamilton medical ag received the following event description: "ventilation stopped with device error message. Error: #1 code 0 . The patient is not in any trouble. They put the patient on another device." No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet.